Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted. Additional information indicates that the device was explanted due to infection and sepsis. The patient was treated with intravenous antibiotics.

Manufacturer narrative:
This supplemental is being filed to capture the additional codes for sepsis and IV antibiotics.